Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(6) 2015 with the following findings: investigation revealed the battery cap top was worn; a test cap was used for investigation. Investigation revealed the display screen was dim and discolored. The bolus button cover was damaged; no bolus button response issue was observed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed the battery cap top was worn and the display screen was dim and discolored. This report is made based on results of the investigation performed on (B)(6) 2015.